Event description:
The implant was removed due to a skin flap infection. The device had begun to extrude. No further info has been made available regarding this pt who lives and was implanted outside of the USA.